Manufacturer narrative:
Concomitant product: product ID 8711, lot# j11015r27, implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
It was reported that the patient was hospitalized for increased spasticity and pain. The patient also experienced underdose symptoms, according to the physician. However, the reporter did not observe any underdose symptoms. It was noted that when the pump was replaced on (B)(6) 2014, everything went well. Pump logs were checked and there were no alarms and everything looked normal. It was recommended that the physician take some images to ensure that the catheter integrity wasn¿t compromised. Catheter diagnostic tests were planned, but had not yet been done to determine if there was an issue. The event occurred approximately on (B)(6) 2014. At the time of this report, the patient status was indicated to be ¿alive- no injury¿. The device system was used to deliver baclofen. It was later reported that the patient experienced a change in therapy effect. The healthcare providers (hcp) were trying to determine whether the patient¿s pump was working. The patient had no control with her spasticity. Per the managing hcp, a manufacturer representative would come and check the pump. The hcp did have privileges at the hospital, but was not coming to check the pump. It was later reported that there were underdose symptoms, such as ¿hydrencephaly¿ and increased pain. To the reporter¿s knowledge, no further diagnostics had been done and the situation hadn¿t been resolved.